Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, black powder came out from the hollow part of the cannulated drill bit after cleansing. The product was in question for a surgery on (B)(6) 2022 and an additional product with the same product number were shipped for the surgery. This report is for one (1) drill bit ø3.2/1.7 cann l225 4flut. This is reort 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.